Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while ill with covid-19, with a highest recorded blood glucose of 241 mg/dl and time above range for approximately four hours, and the ilet did not provide a high-glucose alert during the event; glucose returned to range following an ilet-delivered correction bolus. Symptoms included tiredness and dizziness. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia and absence of alert. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.